Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood found on the exterior of the catheter with the guide wire stuck inside the iab inner lumen. Dried blood occluded the guide wire. The wire was removed and no damage was found on the iab. The returned guide wire was found kinked near the middle and bent near the proximal end of the wire. The returned guide wire was unable to be used for testing. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. However a kink or bent guide wire may cause difficulty during insertion. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab), it would not advance over the guide wire. There was no patient injury or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab), it would not advance over the guide wire. There was no patient injury, or adverse event reported.